Event description:
Report rec'd of an incident involving an opticath catheter, where there was a blood return noted in the balloon inflation syringe. The customer stated that the physician assistant was inserting the catheter. It was reported that when inflating the balloon and advancing the catheter a blood return was noted in the syringe. The physician assistant reportedly removed the catheter and inserted another without incidence. The customer stated that it was believed that one of the catheter lumens was somehow nicked. There was no report of pt harm or adverse pt event. Although requested, no further info was available.